Event description:
It was reported that the device would not turn on and that the device's status indicator showed the "do not use" symbol. This was discovered during routine test and no pt was involved.

Manufacturer narrative:
The device is an automatic external defibrillator (AED) and the actual device involved was returned by the user. The reporter said that during their routine check of the device that its status indicator showed the "do not use" symbol. The device automatically performs self-tests as a safety feature in order to alert the device user to malfunctions. In this case, the device correctly detected an internal problem and the malfunction alert system performed as designed. Eval of the device confirmed the reported problem. Investigation found a mechanically damaged socket on the battery's connector. The device is designed so that the battery is replaceable by the user. Magnified examination of the affected area indicates that the user may have improperly inserted the mating half of the battery connector. The device's internal log file showed many battery removal and insertion cycles, which is atypical usage. It cannot be conclusively detetermine how the socket came to be damaged. The battery and its connector were replaced and the device then functioned normally. The device subsequently passed acceptance testing before being returned to the customer.